Event description:
It was reported that the patient presented in the clinic for routine follow-up. Upon interrogation, the atrial lead exhibited noise oversensing, which resulted in an inappropriate auto mode switch. No intervention was made. The physician will continue to monitor. The patient was stable throughout.